Event description:
Per medical and plaintiff profile form: (B)(6) 2020 - patient was diagnosed with parastomal hernia with obstruction, incisional hernia with multiple fascial defects with obstruction, known hostile abdomen thereby underwent robot assisted repair with the implant of ventralight st w/ echo 2 mesh (device #1). Per operative notes, ¿the hernia sac was dissected. A ventralight st w/ echo 2 mesh (device #1) placed and secure it with suture.¿ (B)(6) 2020 - patient was diagnosed with pneumoperitoneum secondary to very small enterotomy without significant intraperitoneal contamination, acute hypoxemic contamination, sever sepsis thereby underwent laparoscopic repair of enterotomy, intraperitoneal drain placement. (B)(6) 2020 - patient was diagnosed with infected abdominal wall mesh, incisional hernia, parastomal hernia, fistula, granuloma, adhesions thereby underwent open repair with explant of ventralight st w/ echo 2 mesh (device #1) and implant of phasix st mesh (device #2). Per operative notes, ¿hernia sac was dissected. Infected ventralight st w/ echo 2 mesh (device #1) was removed. Fistula, adhesions were taken down. A phasix st mesh (device #2) was placed and secure it with suture.¿ (B)(6) 2021 - patient was diagnosed with infected abdominal wall mesh, adhesions, parastomal hernia, incisional hernia, inflammation thereby underwent open repair with explant of phasix st mesh (device #2). Per operative notes, ¿hernia sac was dissected. Infected phasix st mesh (device #2) was removed. Adhesions were taken down. The defect was closed with suture.¿

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jan-2019) is considered to be a best estimate. This emdr was submitted to represent the bard/davol phasix st mesh (device #2). Additional supplemental emdr represents the bard/davol ventralight st w/ echo 2 mesh (device #1) note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.